Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had vns explanted due to infection. The patient was placed on antibiotics and will have re-implant once all is clear. The lead was noted to be cloudy and explanted as well. Both devices were discarded. No indication that the cloudiness was observed to be inside the lead. Device history records were reviewed. The device was seen to be hp sterilized prior to distribution. Further information was received indicating that no abrasion or visible damage was seen to the lead, appeared foggy and removed in case it was infected. Infection to the lead was not suspected or confirmed, it was removed as a precaution. Product evaluation is not necessary as it will not add value to the investigation as the root cause is known. No other relevant information has been received to date.